Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The laboratory had performed monthly maintenance on the ion selective electrode (ise), including washing of the electrode line. Later in the day, the customer noticed that the quality control (qc) results were elevated and out of range. The customer obtained precision flags. The ccc instructed the customer to perform troubleshooting on the ise module. The customer found that the dilution bowl was dirty and the electrodes had some liquid between them. The customer verified that all o-rings were present. The customer cleaned the electrodes and dilution bowl. The customer performed warm water wash and replaced ise buffer bottle, after which the ise calibrations passed. The customer performed qc, which were within range. The cause of the discordant, falsely elevated na results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on four patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.